Event description:
Below knee amputee pt wearing a prosthetic foot got out of his car and walked to the passenger side. As he was handing off his keys. He tried gave out underneath him causing him to fail. He tried pushing off to land on the grass but fell on the asphalt. He turned and landed on his hip and side to try and break the fall. He injured his hip, right shoulder and arm. Pt has been wearing the foot about 2 years. Injury occurred on (B)(6) 2015, the pt went to emergency room on (B)(6) 2015. He received local injections to his hip to help relieve the pain and was given pain medicine. He is bruised but expects to reach full recovery. Next f/u appointment is scheduled for (B)(6) 2015 with his prosthetist and he will f/u with his doctor from there if needed.